Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was found down for an unknown period of time and passed away on (B)(6) 2022 due to cardiac arrest. The patient was disoriented which led to the removal of the driveline. The family attempted to perform cardiopulmonary resuscitation (CPR) but the patient's pupils were fixed and dilated. The patient had a pulseless electrical activity (pea) without a shockable rhythm when arrived in the emergency department. Log files showed a pump stop on (B)(6) 2022 between 0:26:31 and 0:26:34. There were low flows at 0:28:57 and 1:33:50 and a driveline disconnect at 1:33:53. The controller would be returned for evaluation. Related MFR #.

Manufacturer narrative:
Section h6: investigation findings: 4248 usage problem identified. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via log file analysis. Heartmate 3 system controller (B)(6) was returned for analysis and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 13 days (13aug2022 ¿ 25aug2022, 13sep2022 per timestamp). Events occurring on 13sep2022 were recorded during testing at abbott. The driveline was disconnected on 13aug2022 at 01:33:53 and was not reconnected. There were no other notable alarms active in the log file that would indicate an issue with the system controller. The returned system controller was functionally tested and passed all testing. The controller operated the pump without any alarms or issues activating. Additional information stated that the cause of death was due to disorientation leading to removal of the driveline, the death was not considered to be device related and that the device was operating as expected. The device history records were reviewed and the records revealed the heartmate 3 system controller (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.